Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that does not turn on was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective main battery. The main battery and harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that does not turn on. It is unknown when this event occurred; however, it was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.